Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, it was revealed that the patient's implantable cardiac defibrillator exhibited post-paced t-wave over-sensing. Programming changes were made. The patient was stable.